Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that his one touch ultra 2 meter was giving inaccurate high results. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain add'l info. According to the pt, the reported issue started about a month before he called lfs. He mentioned about receiving blood sugar results of 309 mg/dl and 319 mg/dl sometime during the issue. He also mentioned about taking unk insulin based on the sliding scale through insulin pump. He stated that he took 8.1 units of insulin to correct for food and his blood sugar result. He reported of feeling sweatiness and cold on the same day at around 1:13 am. He self-administered some food and beverage to treat his symptoms. He was not tested on another device at the time of concern. The customer service agent (csa) verified that the pt was using correct technique to test, he was reading the meter right side up, the unit of measurement was set correctly, and the sample was drawn from an approved source. The pt's control solution was expired. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of receiving higher blood sugar results on the reported product and administering insulin based on the sliding scale and later, felt sweatiness and cold, which could be characteristic symptoms of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.